Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan 10/25/04 and alleged that his meter was reading inaccurately high. The medical affairs specialist spoke to the pt on 10/26/04 and obtained the following info: in 2004, the pt tested his blood sugar at 8:00 am. He obtained a result of 135 mg/dl. He took his set amount of 70/30 insulin, 42 units. He stated that he takes the same amount of insulin in the evening and he only adjusts his insulin if the result is high. The pt reported that some time later (he does not know the time difference) he began to experience blurry vision. The pt went to the hosp because he was told by his physician if he ever feels any symptoms "of any kind" to go straight to the hosp. He did not test his blood sugar before leaving. The pt has a history of 7 heart bypass surgeries. A lab test was performed at the hosp and the result was 45 mg/dl. He was treated with glucose through an IV. The pt was released at 4:15 pm with a blood glucose result of 168 mg/dl. The pt performed two check strip tests; both failed. The pt stated that the technique for applying the blood to the test strip was correct, however, the technique for cleaning the puncture site was not correct. Because of the check strip tests failing, there is an indication of a meter malfunction. However, there is no indication of the meter contributing to a serious injury; the pt took his set amount of insulin and stated that he would have taken the same amount regardless of the meter result. Also the times that the events took place are not known, only that there was a difference of over 30 mins between the pt's meter and the lab result. A replacement meter is being sent to the pt.